Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and a complete separation at 62.5cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was folded tightly. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulty was encountered. The 85% stenosed, 20mm x 2.5mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified mid to distal right coronary artery. After a guide wire crossed the lesion, a 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a separated shaft.